Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a crack near the battery pack. Customer's blood glucose at the time of the call was unknown. Trouble shooting was performed. The device was returned for analysis.